Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 4-dec-2015, a medtronic representative went to the site to test the equipment and found that multiple instances of ¿frame rate error¿ message were encountered. Upon replacement of the mobile view station (mvs) interconnect cable (per asm) the ¿frame rate error¿ issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The mobile view station (mvs) interface cable assembly was returned to the manufacturer for evaluation; however, unable to confirm the reported ¿frame rate error¿ issue. Mvs interface cable assembly passed bench communication gbit testing and 100t testing. Continuity testing was also successful. Mvs interface cable was installed in a similar imaging system and 2d/3d imaging was successful, no frame rate errors were observed. No functional problem was noted. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system's umbilical cable appeared to be damaged and noted multiple instances of a "frame rate error" message. These issues were identified during annual planned maintenance.